Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image due to cracked cable unit connector. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified for the reported failure. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not recognized when connected to the unit and there was an error message on the monitor. The issue was found during preparation of a laparoscopic cholecystectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.